Event description:
The caller reported an issue with the insulin pump's gauge displaying an amount different from what was expected, specifically showing a fill estimate of 75 units instead of the expected 220 units. There was no adverse impact on the customer's blood glucose level. The caller was assisted in reloading the same cartridge and informed about potential changes in insulin on board when delivering a test bolus. Despite the discrepancy, the caller decided to continue using the current cartridge and planned to switch to a different lot once the current cartridge was used up, with a follow-up if necessary.